Event description:
It was reported by the customer that a patient's mother calls to inform us that she has found the piccline tubing on the floor in the room. In fact, it looked as if it had been cut off above the green wing. The bandage is well occluded, and the stitches are also well in place. We removed the piccline immediately to avoid any further risk to the patient. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was 3fr s/l groshong catheter. The returned sample comprised an assembled two-piece connector, and attached non-bd accessories. No catheter was visible. Following disassembly of the connector, a segment of catheter shaft was visible within the distal connector segment. Following strain-relief sleeve removal, a short length of catheter shaft was visible protruding from the distal connector segment. The segment exhibited curved shape memory. Microscopic inspection of the distal end of the catheter revealed a granular fracture surface. The fracture exhibited an elliptical cross-section. Tactile inspection of the sample revealed tensile weakness throughout the exposed section of catheter shaft. The fracture features, shape memory and tensile weakness were consistent with material failure due to tensile (pulling) stress. The location of the damage suggested that catheter securement and maintenance techniques may have contributed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that a patient's mother calls to inform us that she has found the piccline tubing on the floor in the room. In fact, it looked as if it had been cut off above the green wing. The bandage is well occluded, and the stitches are also well in place. We removed the piccline immediately to avoid any further risk to the patient. No other information provided.